Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: how was the device removed from the tissue? - the device was not closed around tissue when it locked. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a liver transplant the jaws of the device wouldn't open. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx125c device was returned with the cable cut off. Due to the condition of the device, no functional test could be performed. However, when the device was mechanical test and an abnormal click was heard at the end of the closure stroke. In addition, no issues were noted with opening and closing of the jaws. Upon additional test, it was found the closure pin off center. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.